Event description:
Based on a review of the medical records provided by the patient's attorney: on (B)(6) 2005 - the patient underwent an abdominoplasty and repair of a ventral incisional hernia with two composix kugel meshes. On (B)(6) 2005 - office visit, abdominal exam revealed visible mesh on the superior part of the wound and a small area of sinus tract on the inferior part of the wound without (B)(6), some purulent material on the dressing. On (B)(6) 2006 - the patient underwent exploratory laparotomy, lysis of adhesions, small bowel resection, excision of both "infected" composix kugel meshes and hernia repair with a non-bard mesh. On (B)(6) 2006 - office visit, patient is noted to be doing well following explant.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another composix kugel implanted at the same time. Currently, it is unknown whether the device may have caused or contributed to the alleged event. It is unclear whether the patient's surgical and/or medical history may have contributed to the alleged event. The patient reportedly developed adhesions and fistula which are both listed as possible adverse reactions in the product's instructions for use. The medical record also indicates the patient developed an infection, while there are no pathology reports to confirm that the mesh was the source of the infection, the product's IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No product identifiers have been provided therefore no DHR review could be completed. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusions could be drawn. See MDR 1213643-2011-00765 for information related to the other composix kugel mesh implanted on (B)(4) 2005.